Event description:
The customer reported that the pt was burned on the lower left lip during a tonsillectomy procedure. The injury was described as more than a 1st degree burn. A plastic surgery consult was performed, but no corrective surgery was required. The injury was treated with antibiotic ointment.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.